Event description:
A customer reported during the sculpting phase of a phacoemulsification procedure, tiny bubbles were observed in the eye of a pt, which obstructed the surgeon's field of vision. The case was completed without harm or injury to the pt. Add'l info has been requested. This is the third of five medical device reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).